Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with unspecified saline mentor breast implants and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral device removal and replacement with an unspecified saline mentor breast implants on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on january 20, 2021, the mentor failure analysis lab received the device for evaluation. Mentor became aware of the lot number of the impacted device. As a result, the relevant fields in this report have been updated to reflect the impacted device attributes (lot number, catalog number, brand name, common device name, procode, UDI, PMA, manufacturing date, expiration date and device returned to manufacturer date). On february 12, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 625cc breast implant was found to have a tear on the posterior view, measuring approximately 0.8 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. A microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is for side a. Manufacturer's reference number: (B)(4).